Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) reported to fresenius that the coral dialyzer clotted during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 60-90 minutes after treatment initiation. Repeated air detector and transmembrane pressure (tmp) alarms were received from the 2008t machine prior to discovering the clotting. There was no defect or damage noted to the dialyzer. No serious injury or required medical intervention resulted from the reported issue. The arterial line was rinsed back. The venous line could not be returned. The patient¿s estimated blood loss (ebl) was approximately 100 ml. Treatment ended early on the reported event date. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
The facility administrator (fa) reported to fresenius that the coral dialyzer clotted during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 60-90 minutes after treatment initiation. Repeated air detector and transmembrane pressure (tmp) alarms were received from the 2008t machine prior to discovering the clotting. There was no defect or damage noted to the dialyzer. No serious injury or required medical intervention resulted from the reported issue. The arterial line was rinsed back. The venous line could not be returned. The patient¿s estimated blood loss (ebl) was approximately 100 ml. Treatment ended early on the reported event date. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was not available and no meaningful pictures were provided for review by the manufacturer. Additionally, retention sample analysis was not performed, due to the small number of reserve samples available and the high unlikelihood of failure detection from 100% batch testing. In the production line, the filters are 100% tested both for their tightness and for open fibers. A review of the batch records was completed. 63,456 units from this lot were inspected according to protocol and found to be conforming to specifications. A failure during manufacturing process can be excluded based on the investigation. No indication for any relationship with the reported failure mode has been found during the review.